Event description:
This report is being filed as mitraclip clip delivery system ((B)(4)) detached from the posterior leaflet causing the mitral regurgitation (mr) grade to increase. It was reported that a mitraclip procedure was performed on (B)(6) 2013. One clip ((B)(4)) was implanted reducing the degenerative mr grade from 4+ to 3. There were no device issues or visualization difficulties with leaflet insertion; imaging was good. On an unspecified date, the follow-up transthoracic echocardiogram showed the mr grade to have increased to 4 and the patient was symptomatic (not feeling well). It was suspected that the clip may have detached from one leaflet. On (B)(6) 2014, a transesophageal echocardiogram confirmed that the clip had detached from the posterior leaflet. A second mitraclip procedure was performed that day. The steerable guide catheter (sgc (B)(4)) was prepared for use without any difficulties. After the sgc was inserted into the left atrium, during removal of the dilator, the hemostatic valve (hv) was not holding fluid; air was seen. There was such a big vacuum that all of the air was not able to be retracted from the valve. The sgc was removed from the anatomy. There was no air embolism detected; there was no adverse patient effect. Another sgc ((B)(4)) was used for the procedure and one clip ((B)(4)) was implanted reducing the mr grade from 4+ to 1. The patient was extubated and was doing well. Post procedure, the sgc ((B)(4)) was tested and the hv held the fluid; no air was observed. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (the date of the increased mr grade was not specified). Patient reported not feeling well. The steerable guide catheter ((B)(4)) referenced is being filed under a separate medwatch MFR number. The clip delivery system (cds) was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history records confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated there were no device issues or visualization difficulties with leaflet insertion during the procedure, and the images were good. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflet(s) and/or slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with the mitraclip procedure. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.